Event description:
It was reported that the autoclavable camera head had an issue with the optical fastening system. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g3, g6, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor contact of camera unit, the image has white dots, and coupler cannot be connected to the scope. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the issue with the optical fastening system due to poor contact of the camera unit. Additionally, white dots were observed in the image cause due to poor camera unit contact. The coupler could not be connected to the scope cause due to damage to the coupler unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.